Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned completely disassembled with the outer shaft being fully retracted. Several parts of the assembly are missing. The device dimensions comply with the specification. The device shows no damage or irregularity besides one kink in the device shaft which was most likely induced during re-packaging for the return shipment. The stent has been released and was not returned. After reassembly and replacement of the missing parts of the assembly, the trigger at the handle could be pressed, i.e., the outer shaft retracts normally. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
Pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (85 percent stenosis degree) in the moderately tortuous iliac artery. After pre-dilatation and lesion crossing, it was not possible to release the stent even with the secondary release. The device was withdrawn, and another device was used to finish the procedure.